Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported via mw5096353, that a female patient underwent a breast surgery with two 475cc mentor smooth round moderate profile prostheses and suffered several unexplained systemic symptoms, including joint pain, fatigue, headaches, and swollen glands, and pain in glands. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal without replacement in 2020. After the explantation surgery, the patient stated that all of her symptoms went away. The date of implantation and date of explantation were estimated as (B)(6) 2002 and (B)(6) 2020 based on available information. Since no contract information was provided, mentor was unable to follow up for further clarification. This report is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient identifier, date of implantation, and date of explantation. The patient identifier is r.b.. The date of implantation and date of explantation were (B)(6) 2002 and (B)(6) 2020 respectively. The relevant fields have been updated. Manufacturer's reference number: (B)(4).